Event description:
Event description guidant received information that during a procedure to implant this left ventricular implantable lead, the patient's coronary sinus became dissected. The physician removed the lead and elected not to implant another left ventricular lead, rather only right atrial and ventricular leads.